Manufacturer narrative:
Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed; however, the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The review of the log showed the most recent treatment ended on the same day as the patient passed away and was successfully completed with no issues noted. The device completed therapy per the clinician programming with no excessive fill or drain volumes and no indication of a device malfunction. There was no device, system errors or use-related events that could have caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the event; therefore, the amia device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to an amia device. The cause of death was reported as due to myocardial infarction. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. Therapy was ongoing prior to death and the patient was performing therapy at the time of death. No additional information is available.